Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and button error on the insulin pump. The customer's blood glucose reading was 454 mg/dl. The customer stated that he was stuck in rewind mode. The customer declined to troubleshoot for high readings.